Event description:
It was reported that after rf telemetry was disabled and the pacing system analyzer application was accessed, rf telemetry then could not be restored. The telemetry wand had to be used to make programming changes, despite that it was verified that rf telemetry was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.